Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Orif comminuted distal femoral fracture event: surgeon was using a long 4.5mm va-lcp curved condylar plate in a bridge plating technique to extend to the greater trochanter for the large area adjacent to the fracture. Surgeon did the final tightening of the va screws, but did not like the reduction; surgeon removed the distal screws, repositioned the plate and re implanted new distal screws; surgeon was then satisfied with the reduction. At a 3 week post op visit, x-rays showed 3 of the 4 distal locking screws were backing out .even though patient shows signs of healing, the femur seems slightly malaligned. No revision has been scheduled at this time. Prior to the fracture, patient had been candidate for total knee replacement. Now knee replacement will not take place until more healing of the fracture occurs. Malalignment will be treated at the time the total knee replacement is done. This is 4 of 4 reports for this event.